Event description:
It was reported that this lead was explanted due to a dislodgement. The lead exhibited impedance issues, loss of capture (loc) and it was not pacing. Chest x-ray officially confirmed the dislodgement. A new lead was successfully repositioned. No additional adverse patient effects were reported.